Event description:
It was reported, the light source front panel light-emitting diode (led) was constantly blinking. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the blinking of the light-emitting diodes is due to the failure of the turret motor and the intensity motor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred when the device was turned on for inspection. This was in preparation for an unspecified diagnostic procedure. Despite the issue, there was no delay, and the intended procedure was completed using the same device.